Manufacturer narrative:
Evaluation results: photographic examination was performed on two photographs that were provided by the customer. The investigator was able to observe a leak fleeing from the air vent of the filter. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No testing or thorough inspection could be performed because no samples were provided for evaluation.

Event description:
Information was received indicating that this administration set exhibited leakage from the filter. It was noted that the chemotherapy drug was slowly leaking out of the filter through the hole built in for air eliminating. No high pressure alarm occurred and the infusion seemed normal otherwise. There was a thought that maybe the drug being infused was not compatible with the administration set. No adverse patient effects were reported.